Event description:
Patient being seen in wound clinic for a left calf wound. Staff went to prepare the theraskin in normal saline and saw what appeared to be black mold on the product. Item not used on patient. Another theraskin was prepared and utilized.